Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, lesion with 80% stenosis). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, lesion with 80% stenosis). (B)(4).

Event description:
The physician performed a pre-dilatation of the cx with a 1.5 x 20mm balloon. There was no abnormality noted during preparation of the device or inspection prior to use. An attempt was made to deliver an endeavor resolute 2.50 x 30mm x drug eluting stent to treat the cx lesion (30mm) which exhibited 80% stenosis. The stent couldn¿t pass the lesion on cx and resistance was noted. Difficulties were noted when removing the device. When the stent was removed it was noted that stent¿s struts were damaged. Procedure was completed with another stent. There were no patient complications. Evaluation summary: there were numerous kinks along the hypotube. A number of struts on the 6th proximal segment were raised and pulled distally. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).